Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.

Manufacturer narrative:
Device was evaluated by our service center technicians who found that "trilens damage out of spec cause the svo2 drift. R/r trilens." The service history record was reviewed and all manufacturing requirements were met.